Event description:
Antiretraction valve is claimed to substantially reduce the cross contamination hazard. There is no evidence to support this. There is no useful life span specified for this product and no data to support a claim for this purpose. Device is similar to plumbing device but the claims for infection control seem to make this a medical device. (*)